Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that while hanging a new bag onto existing tubing, the nurse squeezed the burette slightly to fill it when it cracked down the center. All of the tubing then needed to be changed and the vent port was open during this time. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the burette cracked down the center and leaked was confirmed. Visual inspection showed cracks on the burette chamber. Functional testing confirmed leaking from the cracks. The root cause could not be identified.

Event description:
The customer stated that after a bag of tpn infused on a pump, the nurse replaced the bag, squeezed the burette slightly to fill it when it cracked down the center and leaked. All of the tubing then needed to be changed and the vent port was open during this time. There was no patient harm.